Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found integrated multisensor issues that included failure to calibrate and standard air detecting intermittently. The cse also found bubbles in the x2 tubing and the tower was not closing fully on the sensor due to it being partially bent. The tower was replaced and the x0 and x1 tubing was changed. Quality controls (qc), dilution check, and precision tests passed. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out as potential causes of the event. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed sodium patient result was obtained on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium patient result.